Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. How was the bleeding controlled? 2. How much blood was lost (ml)? 3. Did the patient require a transfusion? 4. Was there a patient consequence? If yes, how was the issue addressed? Questions 1 through 4 (removed), since this is a report regarding a single code. Concerning multiple problems with this clipper? That is also fully explained in the text. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. 6. Could you please clarify if the product issues that have occurred been reported to customer quality? No. 7. If yes, do you have the complaint submission numbers (pc numbers)? N/a. 8. What is the total number of procedures/patient events? Approximately three patients per week since (B)(6), every clip applier has at least 3 malformed clips. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
If day but no month or either. B3: exact event date unknown, only day and year provided, entered as x/x/xxxx. Device statement: no sample returned (lot available). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. No sample returned (lot not available). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Impact product quality of 1 or greater. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If device received but not yet analyzed. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Lot batch - DHR analysis. UDI statements. Unknown or incorrect lot d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Unknown serial number d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Unknown expiration date d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Unknown manufacturing date d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Unknown gtin - prior to UDI start d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Unknown gtin - unknown product code d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Same/similar device d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. (If gtin is available, statement is not needed). Multiple lots: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional info collected additional information answered: additional information was requested and the following was obtained: additional information not answered. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Investigation summary (if applicable). Delete- not to deny experience, trending, product complaint number, all nulls but keep about ran batch history. Disclaimer: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Disclaimer can not be included if all information is done (additional information and device analysis) and if device is found to have an actual device issue. It was reported that during use of disposable clip appliers, particularly in commando procedures within ent surgery, specialists experience recurring issues with clip formation. On average, at least three clips per device are reported to be malformed, resulting in inadequate closure, clip dislodgement, or bleeding. In addition, mechanical issues are frequently observed, including failure to fire or incomplete firing. The procedures were delayed by 15 minutes and completed successfully.